Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the or for lv epicardial lead implant. At time of epicardial implant, high lv capture thresholds were observed. The device was explanted and replaced. The patient was stable throughout and there were no complications.

Manufacturer narrative:
This report is to inform that there is no complaint on this device. The device was electively upgraded. The complaint is on the associated lead, 1458q/86, (B)(4) filed on 8/29/2016, 2938836-2016-10765.

Event description:
It was reported that the device was electively explanted and replaced during a lead revision. There is no device issue.